Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: - how many times did this product present problems? No information. - product quantity that presented problem? No information. - in which surgeries did the problem occur? No information.

Event description:
It was reported that during an unknown procedure on an unknown date, suture was used. It was reported that the suture broke during use. There were no patient consequences. No additional information is available.